Event description:
A customer reported having significant problems with the pump, including frequent stoppages of the bolus function. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.